Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold and low intrinsic amplitude due to lead dislodgement. This ra lead was explanted. No additional adverse patient effects were reported.